Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports that after completing weekly maintenance on the architect i2000sr analyzer in the lab, they powered the analyzer back on and became aware of an increasingly pungent burning odor coming from the analyzer. The customer powered the instrument back off and noticed that the power cable from the uninterrupted power supply to the architect i2000sr analyzer was unusually hot to the touch. The customer provided a photo showing evidence of burning / charring of the power connector. No injuries were reported and there was no report of any damage to the surrounding laboratory environment. An abbott field service engineer visited the customer site and installed a new power cable. Subsequent instrument operations and test results were acceptable. There is no report of impact to patient management.

Manufacturer narrative:
An abbott field service engineer (fse) went to the customer site to check the architect i2000sr analyzer and found the power cable from the uninterrupted power supply (ups) to the back of the analyzer was damaged, although no loose wires were observed. No damage to either the analyzer or ups was identified. The power cord (part number 7-86098-01) was replaced. Charring was observed around the wires of the power cord connector. The charring was limited to the area around the wiring of the power cord connector and did not spread to other areas of the instrument. No returns were made available from the customer site. A review of the ticket history for the analyzer did not identify issues that may have contributed to the current complaint. There were no subsequent reports of burning odor or charring since the replacement of power cord. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect operations manual and the architect I-system service and support manual provide information to address the current customer issue. Based on the results of this evaluation and the information from the customer site, a product malfunction was identified. The device failed to meet performance specifications or otherwise perform as intended at the customer site. However, no systemic issue or product deficiency was identified.